Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted to the hospital on (B)(6) 2019 to undergo a gastrointestinal bleed evaluation after their hemoglobin dropping since december. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019. The egd revealed diffuse esophageal ulcerations and a medium hiatal hernia. The patient received 2 units of packed red blood cells within a 24 hour period. The patient was started on protonix, twice daily, for two weeks. It was also noted the patient suffers from iron deficiency anemia, and if the anemia were to persist a capsule evaluation may be performed for further evaluation. The patient was prescribed anticoagulants aspirin and warfarin at the time of the event.

Manufacturer narrative:
Manufacturer investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.